Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and dried blood was noted in the housing and neck region. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The cathode coil was observed to have been necked downed near the terminal end which blocked the passage of a stylet. The allegations made against the lead could not be confirmed through product testing.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned, but exhibited loss of capture and high threshold measurements. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned, but exhibited loss of capture and high threshold measurements. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.